Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7; -10.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting. On the same date in a separate surgery the lens was explanted. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Expiration date: 05-31-2024. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Additional information: d9: 21-oct-2022. H3-device evaluation: returned product evaluation found the lens returned dry in a microcentrifuge vial with residue/debis on product. Visual inspection found the lens haptic bent. Dimensional inspection found the lens to be within device specifications.

Manufacturer narrative:
Corrected data: type of investigation code: 3331 should be omitted for correction. Claim# (B)(4).